Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the hemoglobin (hgb) lyse syringe was leaking from the piston on the coulter ac t 5 diff analyzer (autoloader). The customer also reported on having problems with high hgb results, but did not use the instrument for reporting until service was provided. No erroneous results were reported out of the laboratory. There was no exposure of any reagent to mucous membranes or open wounds as a result of the leak. Gloves and eye protection were in use for this event. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
Sample collection data was not supplied by the customer. The reagent syringes assembly consists of five reagent syringes. With the exception of the hgb lyse syringe (the syringe with the smallest diameter), each syringe piston has both a washer and an o-ring. The hgb lyse syringe has an o-ring but no washer. A field service engineer (fse) was dispatched and replaced the o-ring in the piston of the syringe. The fse also replaced the reagent syringe which solved the issue. The root cause of this issue was attributed to a failure in the failure in the hgb reagent syringe. Per labeling, risk of misleading results. Leaks around the reagent piston can draw air into the reagent lines, affecting dilution ratios and ultimately sample results. Because compression of the o-ring is critical for a good piston seal, all of the reagent syringes except the hgb lyse use a washer and an o-ring that are matched for thickness to ensure o-ring compression. When replacing the o-ring and the washer, be careful to keep the matched set together.